Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, it was reported by a sales representative via phone that an ar-2323kbcsp self-punching 5.5 mm biocomposite knotless swivelock had the eyelet break during insertion. This was discovered during a rotator cuff repair procedure with no patient harm. No case delay or additional anesthesia was administered. The case was completed successfully with another anchor. No fragments of the complaint device were left in the patient.